Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations windows firewall was blocking the connection. The field service engineer (fse) turned off the firewall and rebooted the station, which cleared all hardware failures. Customer support center agent then remotely accessed the system and deployed a package to permanently resolve the firewall issue. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed, user was unable to remove medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.